Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump required replacement of a flo gard 6x01pole clamp knob. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a broken pole clamp knob. To correct the condition, the pole clamp knob was replaced. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4).